Event description:
On (B)(6)/2009, pt reported that he is getting air bubbles in his infusion tubing. Pt stated, he has not changed his infusion adapter yet. Pt reported, he waits until his insulin is at room temp. Patient reported, he gets the bubbles over a period of time. Pt stated, he was able to prime the bubbles out of the infusion tubing prior to the call. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.